Event description:
During a ptca/stenting procedure, the quantum maverick monorail balloon ruptured at 20 atms. (The number of inflations and atms is unknown). A launcher guide catheter, a tgv guide wire, a cypher stent, and an encore inflation device were also used in this procedure. No patient injuries or complications were reported.